Manufacturer narrative:
Unfortunately the representative samples were not available for further evaluation so the failure and root cause could not be confirmed. It has been identified that a defective crimping in the heater wire can potentially cause a bad electrical connection of heating wire to the power supply and therefore generate rain out in the circuit. Due to this potential failure a CAPA has been initiated with the following containment actions have been performed. Vyaire is doing inspection for 200% for wire resistance to ensure circuits are functional. Inspection for correct wire retainer position is also being performed. The following preventive actions are being implemented vyaire is qualifying crimp quality monitors on the crimper machines, and personnel are being retrained on the assembly procedure.

Manufacturer narrative:
It has been confirmed by vyaire that the actual device used on the patient is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample representative sample device or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
The customer reported that the "malfunctioning of the ventilator was due to excessive rainout. The exhalation valve obstructed because water is collecting there, causing a malfunctioning of the vent." The patient experienced bradycardia and desaturation that required ppv (positive pressure ventilation) with the resuscitation bag. The infant recovered."